Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level went up to 500 mg/dl. The customer treated her blood glucose level with the insulin pump. The alarm was resolved by changing everything. The device was not returned.